Manufacturer narrative:
Concomitant medical products: lead 407652 and lead 694765, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was also noted that the right atrial (ra) lead exhibited high thresholds. Both pacing leads remain in use. No patient complications have been reported as a result of this event.